Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this lead, initial placement did not yield acceptable measurements and the lead was repositioned. After it was placed, the pacing impedance measurements were above 4,000 ohms on the pacing system analyzer (psa). Attempts to reposition the lead to another location with lower impedance measurements were not successful. The lead was extracted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned with the helix retracted. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. X-rays were performed and no fractures or anomalies were noted throughout the lead. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.